Event description:
Add'l info received from MFR 6/27/03: MFR was not provided the actual copy of the medwatch form. They are unable to provide any info that was requested. The brand and generic names of the device provided by the reporter as "medtronic" and "sextant screws and rods" are not specific enough. They have namy catalog numbers for screws and rods and the name "sextant" is the name of an instrument system not implants. In addition, the event description from the reporter describes a breakage with a screwdriver, not screws and rods. They also make many different instruments but no single instrument described as "screwdriver". MFR also checked their records to see if there were any events that matched the event described by the reporter, and there were none. MFR was not provided any info about the reporter. No name or hospital and therefore cannot conduct any investigation about this event.

Event description:
During posterior fixation of lumbar spine using medtronics screws and rods, the end of the screwdriver broke off in the wound. The tip was retrieved.